Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed pump supplies to address the high bg. Reportedly, the customer reverted to an alternate method of insulin therapy.